Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating pace impedance measurements that were greater than 3,000 ohms. Noise was observed on the shock channel however no noise was noted on the rv pace sense channel. Technical services (ts) noted it appeared to be muscle related and advised physician discretion on the plan for this patient. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).